Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, while sewing the anastomosis, the device needle broke off and was lodged in the tissue. They used an xray to find the needle. The needle was not removed. They used another reload to complete and resolved the issue. The patient is alive with no injury.